Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the technical service representative (tsr) had the home patient (hp) stop the dwell and start a manual drain, drain volume 3831ml. The hp stated she does a manual exchange, drains, then fills with 2000ml manually. The initial drain volume was 38ml and the initial drain alarm is 20ml. The tsr reviewed the therapy: fill volume 2300ml. The tsr advised the hp to contact the registered nurse as soon as possible regarding correcting the initial drain alarm setting and completion of therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of increased intraperitoneal volume (iipv) was confirmed. The device was not returned to baxter, precluding further device investigation. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulty. No issues were identified that may have contributed to the issue of iipv. The cause of the iipv was determined to be use error: initial drain alarm setting was inappropriately programmed too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. A service history review (shr) revealed that no issues were identified that may have contributed to the reported problem of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.